Event description:
It was reported that the right atrial (ra) lead of this pacemaker exhibited high impedances out of range. This pacemaker remains in service. No adverse patient effects were reported.